Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 1 complaint regarding 1 device for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; applying tension to the graft loaded in the button while advancing may cause the device to flip prematurely. Preoperative and operating room procedures, including knowledge of surgical techniques and proper selection and placement of the implant, are important considerations in the successful utilization of this fixation device. It is recommended that interference screws and related insertion instrumentation be available in the event of complications during implantation. Pass the button's striped white-blue lead suture limbs and solid white adjustable loop sutures, advancing the button tissue construct through the bone tunnel until the implant emerges beyond the distal cortex. -verify that the button is seated on the cortex. Reduce the loop length to the desired final tissue position within the bone tunnel socket by pulling the tension strand, marked with the dark blue leader, while maintaining slight tension on the graft. Once the graft is in desired position, remove accessory sutures. Cut one limb of the solid blue pull suture attached to the conmed loop release tab and remove both the suture and the tab. Remove the striped white-blue lead suture by pulling on a single strand until it has fully detached from the implant body. Trim the two strands of the solid white adjustable loop tails flush to the skin with a sharp blade. Trimming the solid white tails of the adjustable loop button adjacent to the splice, may compromise fixation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The surgeon reported that the kfb035, infinity femoral adjustable loop button, used in an acl reconstruction on (B)(6) 2019 was difficult to use. Per the surgeons account of the incident "he did not remove the retrieval tag and loop until after fixing tibial end with absorbable interference screw. Assistant cut off the blue tag leaving suture through the joint. I tried to pull out the tag reversal suture. When I pulled on it to remove it, it loosened the button and the white adjustable loop came down into the joint. We had already cut it on the lateral aspect femur flush with skin. It therefore came unraveled and the whole graft pulled out the femur into the joint " there was no patient injury and the button was completely removed. Another button was used with no issue. There was a 30-minute delay of surgery. This report is being raised based on device malfunction with potential for injury.